Event description:
In 2003, pt underwent a surgical procedure at which time the bard PICC line was inserted. 6 days later the PICC line fractured and the distal tip of the PICC line migrated through the pt's circulatory system and lodged in the main pulmonary artery. The pt was hospitalized again for removal of the PICC line fragment.